Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-31432. It was reported that the patient experienced ineffective therapy due to high impedances. The patient mentioned they had a fall in (B)(6) 2019 and a car accident sometime after that, but it is unknown at this time whether one or both those events contributed to the high impedances. In turn, the patient underwent surgical intervention wherein the scs lead with high impedances was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient mentioned they had a fall and a car accident but it is unknown at this time whether one or both those events contributed to the high impedances. In turn, the patient underwent surgical intervention wherein the scs lead with high impedances was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.